Event description:
Literature report of pt degenerative disease of the basal ganglia had pump implanted for intrathecal administration of baclofen. Pt developed bacterial meningitis, resulting in the withdrawal of the intrathecal catheter and cessation of the administration of the baclofen. No further info on the pt or event is available.